Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. The service technician found pt800 transducer faulty for not calibrating the zero point and pt802 transducer was shifting and passing calibration.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming vent inoperable, motor fault, circuit disconnect, low peak inspiratory pressure (pip), low exhaled volume (ve), and transducer fault. There was no patient involvement.